Manufacturer narrative:
The investigation for delivery issues-delivery has been completed. The impella device was not returned for evaluation. According to the clinical information provided, the root cause of the delivery issue was kinked guidewire due to improper technique. Instructions for use: section: warnings and cautions: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. D4 catalog number d6a/d6b. D8-no. G1reporting contact fax number.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time¿.

Event description:
User facility reported a 72-year old male with a past medical history of coronary artery disease, hypertension, congestive heart failure (chf), amyloidosis, and ablation with reoccurring angina chf symptoms arrived to the hospital and was placed on impella support. During the procedure, access was obtained through the left femoral artery (lfa), a 14 f sheath was inserted and the pigtail was advanced into the left ventricle (lv). However, the 0.018" guidewire was accidentally bent upon insertion by the operator. Staff replaced the bs pp 0.018" wire and the impella was implanted without complications.